Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following implant of this bioprosthetic valve, it was explanted and replaced. No failure mechanism was provided. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that immediately following implant of this bioprosthetic valve, it was explanted and replaced due to persistent paravalvular leak (pvl), which the physician attributed to the patient's anatomy and annulus rather than the valve. No other adverse patient effects were reported. The product specimen was discarded by the user facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.